Manufacturer narrative:
If explanted, give date: not applicable as the device was not used. Device evaluation the device was returned to the manufacturer. The unit was received in a re-sealable plastic bag and the lens case insert assembly was returned as well. Visual inspection at 10x microscope magnification was performed and the lens was received with scratches. One haptic was observed detached the and other distorted. There are no viscoelastics observed on the lens. The reported device problem was verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted

Event description:
It was reported that the z9002 18.0 diopter intraocular lens (iol) was defective out of the box. There was no patient contact. No other information was provided.